Event description:
(1/2 reference (B)(4) for all related complaints)(documenting cassette)it was reported that no disposable pump won't run alarm was experienced. Reviewed settings and closed clamp. Removed cassette and gently tapped cassette and massaged tubing to disperse air bubbles in the line. Replaced cassette and pump alarm persisted. Removed cassette again and gently tapped cassette and massaged tubing to disperse air bubbles in the line. Also, pressed to release green flow stop. Replaced cassette and alarm persisted. Powered pump off . Patient not affected. No further information available.